Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI number is not known as the part and lot number were not provided for the device that had the slda.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat mitral regurgitation with a grade of 4. A total of three clips ((B)(4)) were implanted reducing the mr to a grade of 2. On (B)(6) 2022, it was noted that one of the implanted clips had a single leaflet device attachment. It is unknown which clip detached. The patient underwent valve replacement surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information, the cause of the reported single leaflet device attachment (incomplete coaptation) was unable to be determined. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.